Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. Customer reported that they received low battery alarm before the pumpo stopped working. No harm requiring medical intervention was reported. The customer will discontinue to use the product.

Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. The pump passed the displacement test, sleep current test, active current test, and self test. No battery alerts, alarms, or anomalies were noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 4 (file number: 32122, line number: 2727 esf: n/a) on the event date of 03/20/2022 at 12:43:02.000. Pump error 4 was generated since the motor mcu did not get the response from the main mcu when sent the request. Suspecting the hw. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No relevant battery alerts, alarms, or anomalies were noted in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, pcba 1, and pcba 2. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, label damage, corroded battery tube, and corroded battery tube spring. Blank display and unexpected battery power loss were not confirmed during testing. Pump error 4 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the force sensor, pcba 1, battery tube, and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.